Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no insulin exited the infusion set tubing or cartridge tubing. Customer's blood glucose (bg) was 230 mg/dl. A new cartridge was loaded and insulin was seen exiting the tubing. During a follow up, insulin delivery was resumed and customer's bg level was 170 mg/dl.